Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that she was in a car accident on (B)(6) 2015 and afterwards, she started getting shocks going down her left leg. It made her toes curl and she was getting shocks like where the implant was. The patient was feeling shock when stim was turned on so she had stim turned off. Since it was off, she had not gotten symptom relief but it was expected. There was also numbness in her legs too. The patient thought it was inflammation so she went to the emergency room and she had a call in to a doctor. Decreasing the amplitude eliminated the uncomfortable stimulation. This was noted to be a sudden change. Painful stim was noted and this issue was not related to positional movements. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. Follow up was conducted to obtain information about the circumstances that led to the event and the steps taken to resolve it. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# va0ebr4, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Additional information received from the consumer reported the retention issue had not resolved, but they had an appointment with their healthcare provider (hcp) for (B)(6) 2016 scheduled. In addition, the patient had an x-ray done on (B)(6) 2016 and their urologist and pain management hcp reportedly stated that their leads moved a little. The patient's managing hcp indicated that the leads were right where they should be. The patient also later discovered they had non-permanent nerve damage on their sciatic nerve. The hcp did not know if it was due to the device or the accident, but it was recommended the patient go to physical therapy. No further information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that she had overactive bladder, bladder retention, and interstitial cystitis. She loved her device and it worked perfectly until she got in a car accident on (B)(6) 2015. After the car accident it had gone crazy and she experienced a sudden loss or change of therapy. She used to feel stimulation in the vaginal area and after the accident she felt stimulation in the wrong location; stimulation was in her tailbone, hip area, and little toe. The pain went down her legs and hips and it hurt terribly. She knew that the pain and electric shocks were from the implantable neurostimulator (ins). She wasn¿t in pain every second and didn¿t know when it was going to ¿shoot.¿ when it shot, she had just a horrid pain. When it shocked her, she got a good jolt and it seemed it was not going to go away. When she bend over it alleviated the shocking, but when she stood up again she got the full force of it. It didn¿t happen every second of the day and sometimes it happened when she moved and sometimes when she sat still. She got shocking in the tailbone. The shocking was continuous like a dull ache. It was hard to find a comforta ble position when she slept and she had no sleep. She was tired of being ¿electrocuted¿ everywhere and even had the ins off, but with the ins off she still felt stimulation here and there. The patient went to her healthcare provider two weeks prior to (B)(6) 2016 and he thought stimulation was too high and told her she felt stimulation in the vaginal area. The patient told him she felt it in the rectum, but he told her she felt it in the vaginal area. No x-rays were done. The device setting used to be at 2.4 volts, but the healthcare provider turned it down to 1.3 volts and the patient felt it in the vaginal area. The healthcare provider used the clinician programmer and told her that 0 and 3 together weren¿t working. At that time her symptoms weren¿t too bad and the patient was sent home thinking everything was okay. She didn¿t feel any pain, but stimulation was too low where she couldn¿t use the bathroom and her retention returned. She had to go back to catheterizing. At one point she had so much retention that she shouldn¿t even catheterize herself. She had never had this problem before and was in misery for two hours. Finally she was able to ¿release herself just a hair¿ to be able to get a catheter in. She drank water but didn¿t urinate. She could squeeze and push on her belly and nothing came out. If she turned it up to 1.9 volts she got stimulation in areas where she wasn¿t supposed to be stimulated and she got shocks that she never felt before. The patient had also fallen three times and her leg went completely numb. On (B)(6) 2016, she was at her pain healthcare provider¿s office and when they called her name, she got up, fell, and urinated all over herself. On (B)(6) 2016, she went to a store and used an electronic buggy ¿just in case¿ because she still felt a lot of numbness and tingling in her legs. She got up from the buggy and fell. On (B)(6) 2016 she was brushing her teeth at home and fell inside the tub. Since those falls she had been scared to walk and was now in a wheelchair because she was afraid she could fall again. Her leg still felt numb and tingly but not to the point where she was falling. The patient noted that she was on morphine and percocet because of her interstitial cystitis. She was scheduled to see her healthcare provider on (B)(6) 2016.